Event description:
Pt reports that the pump lost all audio. They received no beep or alarms with low and empty cartridge, during priming and other functions. Pt reports that the pump is delivering insulin properly.